Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The account reported that the patient was admitted on (B)(6) 2021 for sustained ventricular arrhythmia. A direct-current (dc) electrical cardioversion was performed, and medication was provided. Information later received stated that the hospital was contacted but would not provide any additional information related to the event. The patient was discharged on (B)(6) 2021. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Only the cardioversion was given to the patient and the ventricular tachycardia (vt) improved. The patient had repeated vt. The patient was hospitalized with receiving direct-current (dc) cardioversion each time vt occurs. Pump flow decreased temporarily, but there was no syncope and the patient was asymptomatic. It was noted that patient developed vt after the pump implantation. The patient was discharged on (B)(6) 2021 after beta blockers adjustment.

Manufacturer narrative:
Related manufacturer report numbers for admissions for ventricular arrhythmia: 2916596-2021-04503 and 2916596-2021-04763. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jan2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU also addresses all pump parameters, including pump flow. This document describes situations which may result in low flow, including changes in patient condition. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and that physiological factors that affect the filling of the pump can result in reduced pump flows as long as the condition persists. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was admitted for sustained ventricular arrhythmia which needed direct-current cardioversion. The patient was also given medication before being discharged on (B)(6) 2021.

Event description:
It was reported that on (B)(6) 2021 the patient was admitted for sustained ventricular arrhythmia which needed direct-current cardioversion. The patient was also given medication before being discharged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.